Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat kaolin act cartridge yielded 192 seconds on (B)(6) 2010 at 03:24 and a 192 seconds on (B)(6) 2010 at 03:52. The I-stat act k results caused a 12 hour delay in the removal of a sheath.